Manufacturer narrative:
The reported events were lead dislodgement, oversensing noise, loss of sensing and inappropriate therapy. As received, a complete lead was returned in one piece. The helix was bent and clogged with blood/tissue. X-ray inspection noted over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination noted the helix bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The reported events of oversensing noise and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient's right ventricular (rv) lead was dislodged and exhibited oversensing noise and loss of sensing resulting in inappropriate therapy. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.